Manufacturer narrative:
Concomitant medical products: norvasc, colace, aspirin. Lot: UDI - not available as no lot number was provided. Additional devices involved in this report: dsl2428/unk. The gore® tag thoracic endoprosthesis is only compatible with the gore® introducer sheath with silicone pinch valve or the gore® dryseal sheath. Additionally, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state, is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select patients. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: intramural hematoma.

Event description:
On (B)(6) 2016, during a procedure to treat an aortic intramural hematoma with a conformable gore tag thoracic endoprosthesis (tgu373715/(B)(4)). It was reported the patient had small access vessels approximately 6.5 - 7.5 mm. Due to the small access vessels, the physician used a 24 fr. Solopath sheath (non gore device) which was inflated to 20 atmospheres for one minute, then deflated before the tgu373715 was inserted. The endoprosthesis would not advance past the valve of the solopath sheath. The device was removed, as was the solopath sheath due to it's collapse. Next, the physician used a gore dryseal sheath with hydrophilic coating (dsl2428) which would not advance in the patient due to small access vessels. The physician then attempted to use a dsl2028 which would not advance in the patient due to small access vessels. It was reported the while attempting to insert the dsl2028, the guidewire collapsed out of the abdominal aorta and the dilator of the dsl2028 perforated the left common iliac artery. The fsa reported the physician and staff tried various techniques to re-obtain access, however, their attempts were unsuccessful and the patient bled out and expired.